Event description:
On 02-jun-2025, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2025 with 1,2 ml of ultra deep (0,8 ml in the cheeks and 0,4 ml in the piriform fossa) using the bolus technique and the needle provided in the box (25g/25mm): rc/2506022. 1,2 ml of rha 4 in the cheeks using the bolus and retrotracing technique and a cannula: current complaint. The patient had a history of filler injections in the temple and the cheekbones in 2023 (no further information provided). On (B)(6) 2025, approximately 2 months and a half after the injection, the patient experienced a severe inflammation in the cheekbones, a moderate inflammation in the temples and a mild inflammation in the lips that manifested as facial oedeam and nodules. The patient went to a hospital and was prescribed intravenous corticoids then oral corticoids. Considering the severity of the symptoms, this case was assessed reportable. The local medical expert was contacted and recommended the following treatments: antibiotics (moxifloxacin 500mg/12 hours + clarithromycin 400mg/12 hours for 21 days) corticoids (deflazacort 0.5mg/kg weight/day for 5 days - 1mg/kg/day for 11 days - 0.5mg/kg weight/day for 5 days. Gastric protector (omeprazole or pantoprazole) probiotics: (30 days), 20-30 billion cfu/day. Control visit on the 5th day, and +/- hyaluronidase (previous allergy test), between 30-120 iu per nodule. (Depending on size) at the time of this report, no additional information was obtained but evolution of symptoms is being monitored.

Manufacturer narrative:
Delayed inflammatory reactions that may manifest as oedemas and nodules weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products.